Manufacturer narrative:
The insulin pump was received with a blank display and battery warning up due to a component puncturing through the isolation tape and making contact to the positive side of the battery tube. The insulin pump also had a cracked case near the liquid crystal display window.

Event description:
The customer reported a blank display and the battery heating up. This occurred after that insulin pump was dropped on the floor. The customer also reported a crack on the screen. Advised that the insulin pump would be replaced. Nothing further was reported.